Event description:
The manufacturer received information alleging a service required alarm condition occurred and the ventilator's battery was not charging. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.